Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8799370. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8799370) was released in the target site. It was observed that the stent body was shorter than intended. It was reported that the stent length was only about 15mm while the label claimed the length is 23mm. The stent was implanted and the procedure was completed. There was no report of any negative patient impact. On 24-jun-2024, additional information was received. Per the information, the procedure was embolization of intracranial aneurysm on the left vertebral artery. The deliver wire of the 4mm x 23mm enterprise¿ 2 was not reshaped prior to use. Nothing unusual was noted about the system prior to use. The information indicated that the stent length was measured under digital subtraction angiography (dsa). The reported issue with the stent length did not result in the use of a second stent to make up for the difference in length shortage. The microcatheter used was a prowler select plus (606s255x / lot# unknown). There was no evidence of obstructed blood flow due to the reported event. The procedure was ¿performed and completed normally.¿ there was no procedure delay due to the reported issue.